Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture, baker grade iii/IV."

Event description:
Healthcare professional reported capsular contracture, baker grade iii/IV against left device. Physician also reported textured implant exchange. The device has been replaced.

Manufacturer narrative:
Device evaluation: a visual device analysis of the returned device identified: crease flat and opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage.

Event description:
Physician additionally reported "patient has a 1yr history of alcl. Implants are textured" and the patient "was diagnosed with and treated for alcl. The capsules that we sent out for path came back benign." Pathological markers confirming alcl have not been received.